Event description:
Reportedly, the patient was admitted to the emergency unit for repeated shocks with the subject ICD. Review of the recorded egm episodes showed ventricular noise resulting in inappropriate shocks. Lead issue was also observed with left ventricular lead and right ventricular lead. The physician decided to explant the two leads and the ICD. A new system was implanted. The subject ICD will be returned for analysis. The ICD lead will be treated in a separate complaint.

Manufacturer narrative:
Refer to the attached report.

Event description:
Reportedly, the patient was admitted to the emergency unit for repeated shocks with the subject ICD. Review of the recorded egm episodes showed ventricular noise resulting in inappropriate shocks. Lead issue was also observed with left ventricular lead and right ventricular lead. The physician decided to explant the two leads and the ICD. A new system was implanted. The subject ICD will be returned for analysis. The ICD lead will be treated in a separate complaint.